Event description:
Reporting status: serious injury - required intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the stent dislodged from the delivery system due to the interaction during the lt main / lcx bifurcation case. The dislodged stent was retrieved with a 1.5 x 15 voyager balloon. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon. There was contrast on the balloon, on the distal shaft, and in the inflation lumen. The stent implant was dislodged from the balloon and was not returned. The balloon was tightly unfolded. There were crimp marks on the balloon between the markers. There was a kink in the hypotube, 18.5 cm distal to the strain relief tubing. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip seal length was measured and this met manufacturing criteria. Product performance engineering determined that the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product size selection or placement technique, interactions with other devices, damage to the stent implant or the sds, and accessory device support. Although the anatomical condition was not reported, the failure to advance is not generally associated with a product quality deficiency and is likely related to the operational context of the procedure. Quality assurance analysis noted blood on the balloon and contrast on the balloon, on the distal shaft, and in the inflation lumen, which is consistent with handling and preparation/usage. Dimensional analysis noted the tip seal length met manufacturing criteria. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. It is possible that during the attempted advancement of the sds, the stent may have become loosened during this interaction with the anatomy. The stent likely interacted with the tip of the guiding catheter, which caused the stent to dislodge into the vessel. The subsequent removal of a foreign body appears to be a secondary effect of the reported stent dislodgement as the dislodged stent was captured and removed via a balloon catheter. Also noted during the analysis was a kink in the hypotube, 18.5 cm distal to the strain relief tubing. This damage was not reported in the case description; however, the hypotube likely kinked during handling as it was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported failure to advance or stent dislodgement; however, a conclusive cause could not be determined. In this case, the reported failure to advance and stent dislodgement appear to be related to circumstances of the procedure, which resulted in the stent being removed from the vessel via a balloon catheter. Although a definitive cause of the kink could not be determined. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot. This MDR is considered closed by the product performance group.